Event description:
It was reported that the patient presented remotely with far over-sensing on the implantable cardioverter defibrillator. The device was explanted, and the patient was stable.

Manufacturer narrative:
The original reported device was the replacement device. The complaint device should have been model cd3371-40qc and serial: (B)(6).